Event description:
It was reported to boston scientific corporation that one week after implantation of an uphold vaginal support system (procedure date unknown) via horizontal incision, the patient presented with a pulmonary embolism. Reportedly, the embolism is not presumed to be related to the mesh. The patient is reportedly over 18 years of age, however her current condition is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.